Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion (bd) error. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. This device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion (bd) error. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. This device remains in service. No adverse patient effects were reported.